Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose levels, external ram crc error alarm, button error alarm, blank display, beep anomaly and unable to exit training mode due to bad battery alarm. Customer's blood glucose level was 489 mg/dl. Customer advised the insulin pump made a high pitched beep, the display screen went blank and the buttons were unresponsive. Customer removed the battery, placed a new battery inside and the device continued to malfunction. Customer advised the insulin made a loud constant tone and then the display went blank. Customer treated their high blood glucose via manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display then constant tone due to faulty component on the interface board. Unable to verify a17 or a24 error alarm due to frozen display. All the buttons functioned properly and no blank display noted. The keypad connector was fully locked. No cosmetic damage noted.